Manufacturer narrative:
B3: estimated date. D4: the UDI number is not known as the part and lot number were not provided product performance engineering reviewed the incident information; however, there was no reported device malfunction. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of thrombosis is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional vessel closure device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported as a general comment related to perclose devices that there were "multiple devices with arterial thrombosis." No additional information was provided.